Event description:
Additional information received indicated that patient underwent surgical intervention where the lead was explanted and replaced thereby restoring effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported patient was not receiving effective stimulation. Programming was unable to resolve the issue. As such, surgical intervention is pending to address the issue at later date.